Event description:
It was reported that the patient has expired after an implant duration of zero days, due to a disruption of the aorta. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry and through follow up with the health care provider.

Manufacturer narrative:
Device not returned.